Event description:
It was reported that during injection of the preloaded monofocal intraocular lens (iol), the trailing haptic became lodged adjacent to the plunger. Attempts to advance the plunger exacerbated the obstruction, while retraction resulted in withdrawal of the entire iol. The surgeon attempted to disengage the haptic using forceps; however, due to severe entrapment, the haptic was amputated, the iol was removed from the eye, and a replacement lens was successfully implanted during the same procedure. The patient is reported to be doing well. No further information was provided.

Manufacturer narrative:
Section a2, a3a,a3b, a4, a5, a6: unknown, information was requested but not provided. Section d6a: not applicable, as lens was removed/replaced during the same surgery. Section d6b: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.